Event description:
Additional information was received stating that the event occurred during cataract surgery (with intraocular lens implant) in the left eye of a geriatric male patient. There was patient contact with suspect product but no impact to the patient. A non-healthcare professional reported that vacuum did not work on the cassette. The surgeon started on the phaco setting, and there was no vacuum. The handpieces were changed, and the new handpiece was flushed. The issue was resolved after replacing the cassette. Timing of the surgery and surgery type was unknown. The surgery was completed on same day after replacing the same product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).